Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: on (B)(6) 2005 - patient underwent a cystocele repair using a non-davol mesh, which is indicated to have failed. On (B)(6) 2005 - the patient underwent a sacrocolpopexy, transvaginal sling procedure with implantation of a bard/davol flat mesh and a non-bard/non-davol sling. On (B)(6) 2006 - office visit: note state "she is not having any problems with bladder prolapse. She does have mild sui which is rare. Her main complaint is some discomfort or problem in the right lower quadrant." On (B)(6) 2006 - the patient underwent a ventral hernia repair using a non-bard/davol mesh. On (B)(6) 2011 - the patient underwent laparotomy with lysis of adhesions and subsequent partial explant of the bard/davol flat mesh and the non-bard/davol mesh. Medical records state there was mesh creating an internal loop and creating an internal hernia and necrosis of the small bowel. Mesh was incorporated and left in place. On (B)(6) 2013 - the patient was diagnosed with incarcerated ventral hernia and underwent an unrelated ventral hernia repair which was repaired with a non-bard /davol mesh.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. Based off the medical records, the patient was treated for adhesions. Adhesions is listed as a possible adverse reaction listed in the instructions for use. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.